Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy, the device was not forming clips consistently. The procedure was completed with this device with no patient consequences reported. The device will be returned.

Manufacturer narrative:
(B)(4). Date sent: 1/26/2017.